Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functionally, a test loading unit was loaded into the returned device. The instrument and test sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy procedure, the instrument fired until the middle of the loading unit and could not fire until the end. A second loading unit was used with the same result. There was no patient injury.